Event description:
It was reported to boston scientific corporation that an initial g tube pull method (exact upn unknown), was placed during a percutaneous endoscopic gastrostomy procedure performed in (B)(6) 2009 (exact day is not known). According to the complainant, approximately five hours post procedure, the patient presented with a fever. Nine hours post procedure the physician confirmed aerodermectasia at the left cervical region, left anterior side chest, upper left lateral region. By CT scan it was determined that patient had "free air within the cavitas (and ) mediastinum emphysema retro peritoneum emphysema." The physician felt the "free air" was a result of the initial procedure and suspected "perforative peritonitis." An open abdominal cavity drainage was performed and the physician confirmed that the device had been properly placed and that there was no perforation. An antibacterial drug was prescribed for the peritonitis and the patient remained hospitalized. Two months later, during a device replacement, the physician observed damage to the mucosa of the left piriform due to a perforation of the esophagus. The physician did not identify the exact cause of the perforation, but considered pulling the device or the endoscope through esophagus as possibilities. At the time of this follow up the patient's condition is reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an initial g tube pull method (exact upn unknown), was placed during a percutaneous endoscopic gastrostomy procedure performed in (B)(6) 2009 (exact day is not known). According to the complainant, approximately five hours post procedure, the patient presented with a fever. Nine hours post procedure the physician confirmed aerodermectasia at the left cervical region, left anterior side chest, upper left lateral region. By CT scan it was determined that patient had "free air within the cavitas (and ) mediastinum emphysema retro peritoneum emphysema." The physician felt the "free air" was a result of the initial procedure and suspected "perforative peritonitis." An open abdominal cavity drainage was performed and the physician confirmed that the device had been properly placed and that there was no perforation. An antibacterial drug was prescribed for the peritonitis and the patient remained hospitalized. Two months later, during a device replacement, the physician observed damage to the mucosa of the left piriform due to a perforation of the esophagus. The physician did not identify the exact cause of the perforation but considered pulling the device or the endoscope through esophagus as possibilities. At the time of this follow up the patient's condition is reported as good.